Manufacturer narrative:
(B)(4). Evaluation of the returned device found approximately 1-1/4 inches of the monofilament exposed at the guide and the needle tip was attached to the rail end. The posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tabs were damaged. Based on the investigation findings, the posterior cuff was missed and the anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. The anterior cuff tabs were damaged and bent. One of the anterior cuff tabs was broken off and was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. During testing, the plunger was reinserted and the needle trajectory and push mandrel travel were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional coronary revascularization procedure. Reportedly, when the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was successfully used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.